Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. The device history and design reviews show that the design was within specification. Based on the investigation results, visual analysis of the product, and the information provided by the customer, no specific root cause could be determined. When a fracture of an encode zirconia abutment is observed at or adjacent to the mating hex, or boss, the root cause of the fracture is related to the design of the hex. (B)(4)

Event description:
The dentist reported that the patient presented with a fractured zirconia encode abutment. The doctor was able to remove the fractured portion from the patient's mouth and replace with a healing abutment.